Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an increase in shocking impedances, up from 50 ohms to between 60 and 125 ohms currently. There were no patient symptoms reported with this clinical observation.